Manufacturer narrative:
A1 to a5: no patient information has been provided. H11: livanova manufactures the inspire 8 sterile hollow fiber oxygenator with hardshell. The incident occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of a pressure increase concerning inspire 8 oxygenator after 30 minutes from the start of by-pass. The medical team decided to come off by-pass and to change the oxygenator. There is no report of any patient injury.